Manufacturer narrative:
Concomitant products: product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2000, product type extension; product ID 64001, lot # n479101, implanted: (B)(6) 2015, product type adapter; product ID 3387-40, lot # l80912, implanted: (B)(6) 2000, product type lead. (B)(4).

Event description:
It was reported that the patient received a low battery message and started to recharge. She then received a power on reset (por) condition, but the specific code was unknown. It was not believed that the patient lost stimulation during that time. The manufacturer representative (rep) was going to follow-up with the patient on the monday after the report. The indication for use for the implanted device was noted as essential tremor. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.